Manufacturer narrative:
Patient demographics such as weight, race and ethnicity were not supplied. (B)(6). A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's laboratory to assess instrument performance as the customer was not questioning the performance in conjunction with this event. All of the system parameters, including quality controls (qc), calibrations and system checks were performing with instrument specifications at the time of the event. The access accutni+3 reagent was not returned to bec for further investigation. No further information is available regarding the performance of the reagent. There were no reports of error messages, system flags or issues with other patients/assays in conjunction with this event. In conclusion, although pre-analytical sample handling may have contributed to this incident, the cause of this incident is unknown and unknowable with the information supplied.

Event description:
The customer reported obtaining a non-reproducible troponin I (access accutni+3) result for one (1) patient on the laboratory's access 2 immunoassay system serial (B)(4). Subsequent testing of the patient's sample the following day, (B)(6) 2017, on the same access 2 immunoassay system produced multiple, erratic results both within and above the normal reference range of the assay. The patient's sample was reanalyzed on (B)(6) 2017 on the same access 2 immunoassay system and produced two (2) clt (clot) flags and two (2) results within the normal reference range of the assay. Additional testing of the patient's sample on (B)(6) 2017 on an abbott I-stat analyzer produced a result within the normal reference range of that assay. The customer stated that the initial, elevated access accutni+3 result was released from the laboratory. As a result of the elevated access accutni+3 result the patient's transfer to another facility was accelerated and the patient was administered 600 mg of clopidogrel and a loading dose of enoxaparin. System performance indicators such as quality controls (qc), calibrations and system checks were performing within the instrument's and assay's specifications at the time of the event. There were no reports of hardware errors, system flags or issues with other assays in conjunction with this event. The patient's sample was collected in a serum tube which was centrifuged for ten (10) minutes at 3000g (g-force) at fifteen (15) to twenty-five (25) degrees celsius. There were no reports of sample integrity issues in conjunction with this event.